Event description:
The sonicaid fetal monitor power supply had an electronic failure which caused burning on the dc side of the power supply. This lead to failure of the monitor. No injuries reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh ((B)(4)) on behalf of the manufacturer huntleigh healthcare ((B)(4)). Additional info will be provided following the conclusion of the manufacturer's investigation.